Event description:
On dec 7, accelus was made aware of an issue with a patient. It was reported that upon patient loading post operatively, the l3 end plate fractured. Additionally, it was also reported that bone quality, comorbidities and absence of supplemental fixation were contributing conditions that could have affected the outcome at the time of surgery. Posterior fixation was not used by the surgeon in this case. Toro-l is not indicated for use without posterior fixation. The surgeon will potentially conduct a procedure for supplemental fixation and bracing to treat the patient. No delay in procedure was reported.

Manufacturer narrative:
Based on the information provided by the reporter and the engineering review of the images provided, it was determined that the root cause for the reported issue was user error, off-label use. The user did not use posterior fixation and over expanded the implant which resulted in the fracture. No lot number was provided; thus, no review of manufacturing records could be conducted. A review of IFU-00008 (e) confirmed that adequate instructions for use are provided to the user. No further escalation is required at this time. We will continue to monitor for similar complaints and emerging trends.